Manufacturer narrative:
The reported failure of a machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo device is alarming "ventilator service required". No patient harm or injury were reported. The manufacturer biomedical engineer advised the hospital respiratory therapist to inspect the gas path for environmental debris or restrictions and if present replace gas path components as the error code found is related to a machine flow sensor error. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this dos not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.